Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the stapler was unable to fire after being reloaded for the second time and it would not do anything. The surgeon was able to press the green but unable to squeeze the handle. There was no injury caused to the patient and no medical intervention was required.